Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4) - guide meter ¿ system 1 ¿ serial (B)(4). (B)(4) - nano meter ¿ system 2 ¿ serial (B)(4).

Event description:
Customer reportedly received the following results on guide meter, compared to a nano meter, within 10 minutes: 350 mg/dl (guide), 142 mg/dl, 129 mg/dl (nano). No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.